Manufacturer narrative:
The customer was sent an oxygen flow sensor and an oxygen regulatory assembly. No parts were returned for failure analysis; therefore a root cause could not be established.

Event description:
The customer reported a low oxygen pressure alarm. There was no patient harm reported. The event date was not specified; estimate used.